Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient presented in-clinic for pre-syncope, and one pause episode was noted on the device. The device data was reviewed, however the physician was unable to determine if the cause of the pause episode was over-sensing or loss of capture. The device was reprogrammed to resolve this event. The patient was stable following this event.